Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: did the broken package compromise the integrity of the package and compromise the sterility of the device? Yes. Was there a hole or tear in the packaging that compromised the sterility of the devices? The plastic shell was broken.

Event description:
It was reported that the device's packaging was broken. Another device was used to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4)batch # p9101u the analysis results found that the harh36 device was returned outside its package. In addition, the (B)(4) was returned along with the instrument. Upon visual inspection, it was observed a piece of the broken blister still attached to the (B)(4) , that confirmed the damaged in the blister. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.